Event description:
It was reported that the device experienced a power-on-reset (por). The lead integrity alert software was reinstalled. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed a power on reset parameters, with 1 - por for write to locked ram, addr=18f3, data=fe, on (B)(6) 2011 06:15:20 and 1 - patient alert for por on (B)(6) 2011 06:15:20.